Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and drain was implanted. During the procedure, the drain was broken when the trocar was pulled out from the patient's skin. The broken point was near the connection part of the drain and trocar. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
(B)(4): actual piece of fluted drain and detached trocar were returned for evaluation. Visual inspection was performed and incomplete device was returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.